Manufacturer narrative:
This correction MDR is submitted as upon further review it was noted that event has been re-reviewed and that it has been determined to be no longer reportable since two different models synergy vs symfony - 1 d difference, satisfy the criteria for making the event not reportable. Therefore, there will no longer be any further reporting under MFR report number 2020664-2021-08016. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jan. 6, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. No issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens, the complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer explanted an intraocular lens (iol) due to visual blur with insufficient near vision. The replacement lens was of a different model and diopter size. Patient was reportedly doing well and has been happy with their vision. No other information was provided.

Manufacturer narrative:
The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.